Event description:
Per the clinic, almost all except three intracochlear electrodes were found to be open circuits. It was also reported that the electrode array did not appear to be in the correct position. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that there was poor connectivity to the external processor with the implanted device and no neural response on several electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2026, the patient underwent a procedure where the surgeon confirmed correct placement of the implant and electrode array and the device was ultimately explanted. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.